Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
An (B)(6) male patient underwent aaa repair with right femoral artery approach on (B)(6) 2013. The patient was suitable for endovascular repair; there was no severe tortuosity or much blood clots in the aortic arch, descending aorta, abdominal aorta and iliac arteries. The physician placed one zenith flex main body and two grafts of another manufacturer's. Since both right and left iliac leg grafts were placed in the cias, iias were open. After the procedure, paraplegia occurred. As of (B)(6) 2013, the patient has not recovered, having difficulty in ambulation. Additional information is being collected. As of (B)(6) 2013 it was confirmed that no images were available and no more information will be forthcoming.